Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is still in progress at the time of this report. The lot number of the device received is different than the lot reported. Sample received lot number is 74j1601632. A device history record reviews of both lot reported and received show that the product was assembled and inspected according to our specifications. This report will be updated at conclusion of the device investigation.

Event description:
Customer complaint alleges the device column filled with water, then water was coming up circuit half way but did not get to patient. The alleged defect was detected during use. No report of patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The returned column was then connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. No operational anomalies discovered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges the device column filled with water, then water was coming up circuit half way but did not get to patient. The alleged defect was detected during use. No report of patient injury or consequence.